Event description:
It was reported that during surgery, the t2 implant of the fast fix 360 deployed prematurely. No patient injuries reported. It is unknown if there was a back-up device available or if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during surgery, the t2 implant of the fast fix 360 deployed prematurely. No patient injuries reported. It is unknown if there was a back-up device available or if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. The reported fast-fix 360 curved ndl delivery sys ¿ (B)(4)intended for use in treatment, has not been returned for evaluation. Without the reported product, a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during surgery, the t2 implant of the fast fix 360 deployed prematurely¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.